Manufacturer narrative:
Technician replaced three worn brake casters and one worn brake/steer caster to resolve the issue. There was no patient impact.

Event description:
Technician alleged, he found a stretcher located in storage area with brakes that wouldn't hold.